Manufacturer narrative:
Stryker became aware of this event through a literature review. Therefore, there is limited information available on the device, initial reporter, and patient. Sections a, d, and e have been intentionally left blank. Stryker performed a clinical review of this event and determined that device use may have contributed to the patient's reported outcome. The liver laceration which led to the hemoperitoneum required an exploratory laparotomy and horizontal mattress suturing with chronic suture and packing to stop the bleeding. Internal organ injuries can occur with both manual and mechanical CPR. From this reported case lucas may have caused the reported liver injury, potentially by misplacement of the lucas piston. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
During a literature review, stryker became aware of a case study of a patient with witnessed hypothermic cardiac arrest who was treated with a lucas 3 device. Total CPR time was 195 minutes and CPR was performed mostly with the device. During CPR the device was paused for chest tube placement and the author suspects when the device was repositioned, it was misplaced resulting in a liver injury.